Event description:
While reporting that the insulin pump returned a no delivery alarm, customer stated that he had recently been hospitalized due to gastroparesis and diabetic ketoacidosis. Blood glucose level at the time of admission was 280 mg/dl. Customer was wearing the insulin pump at the time of admission. Customer also reported that the insulin pump's reservoir compartment was cracked. Blood glucose level was 197 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.